Event description:
Additional information later clarified that there was no mass. The catheter had migrated out of intrathecal space and was moved. Lab and x-ray findings before and or at diagnosis was noted as "none". Recent escalation of intraspinal medication dose and recent increase in patient's usual pain were indicated. Drug delivered via the device as morphine 10mg/day. Patient status was noted as improved.

Manufacturer narrative:
(B)(4).

Event description:
An inflammatory mass was reported; imaging of a "potential granuloma" was being considered. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 20116, explanted: unk; catheter model 8590-1, lot# n 301001, implanted: (B)(6) 2011, explanted: unk.